Manufacturer narrative:
The local area sales representative was contacted for additional information regarding initial reporter information. At this time, no further information is available. Should additional information become available this report will be updated.

Event description:
It was reported that this right atrial (ra) lead connected to a pacemaker exhibited oversensing resulting in inappropriate atrial tachy response (atr) episodes. Low amplitude and intermittent loss of capture (loc) were also observed on this lead. No adverse patient effects were reported. This device system remains in service.